Event description:
As reported by the field, the doctor opened the packaging of a 4.5mmd 22mml wno dstl tp enterprise® vascular reconstruction device (enc452200, 9477848) and removed the device from dispenser hoop. It was found that the stent was released automatically. The stent was found detached from the delivery wire. The device was not used in patient. The doctor switched to a new stent to complete the surgery. Additional event information was received on 29-may-2025 indicating that there was no other damage noted on the device. The stent was replaced with another 4.5mmd 22mml enterprise® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section e1. Initial reporter phone: (B)(6). One (1) picture was included with the complaint report. The picture shows the stent body separated from the rest of the device; this was noted to be in good condition completely flared. No other relevant details can be observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The reported complaint regarding a prematurely detached stent can be confirmed based on the condition observed in the picture. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the picture provided. The device was discarded; therefore, no further investigation can be performed. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.